Event description:
(B)(4) - the dealer reported that the 66500 bariatric rollator right brake became loose, and attempts to tighten it have failed causing it not to engage the brake to wheel, and two spokes were broken toward the top of the right wheel, which was damaged. There was no injury reported. (B)(4).